Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported patient outcome could not be conclusively determined through this investigation. No autopsy was performed and the device was not explanted for evaluation. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU),rev. C is currently available. Section 1 ¿introduction¿ of this document lists the adverse events that may be associated with the use of the heartmate ii lvas, including death. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 28feb2014. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported the patient expired on (B)(6) 2017. Due to hospital policy, no other information was provided.